Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: a review of the pump black box data showed evidence of short battery life resulting in battery alarms beginning on 08-jul-2018. During investigation, the pump powered on with the returned battery cap. The battery cap was unable to fully tighten to the pump. The current draws measured were found to be within specifications. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation found the following issues: the battery compartment was observed to be cracked in the thread area and below the grip pad. Evidence of moisture contamination was observed inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and evidence of additional moisture was found inside the pump on the transceiver board. Also unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.